Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, were determined. Permeability test: a permeability test has shown that zhe m. Blue is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valve is operating within the specified tolerances in both positions. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in m. Blue. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities. The valves operated within all specification. How the abovementioned functional impairment occurred is not clear to us at the time of examination. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue 0 valve (#fx800t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an over-drainage and had adjustmen difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was now returned to the manufacturer for evaluation. Same event as #3004721439-2025-00361.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx583a) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had a malfunction. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.